Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06293. It was reported that the patient died. After a 185cm kinetix¿ plus guide wire crossed the lesion, a 2.50x20mm promus premier¿ stent was implanted to the lesion. A vessel perforation was noted after the stent was deployed. The physician deployed another stent to cover the perforation. However, later that night, the patient had a stroke and died.